Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows two tyvek from top view: the first tyvek belongs to product code ecr60b, lot # t4202z, expiration date: 2024-09-30. The artwork print on the tyvek was reviewed and compared with our system and some anomalies could be observed, artwork print does not complies with j&j standard, in addition lot number was reviewed on our quality tracking system and no information was found that match the lot number printed on the tyvek. The second tyvek shows ecr60g, lot t42l28 and exp. Date: 2024-08-31. The artwork print on the tyvek was reviewed and compared with our system and artwork print does not match with our system. Also, lot number was reviewed on our quality tracking system and no information was found that match the lot number printed on the tyvek. Based on the photo the event describe of suspect counterfeit product is confirmed, due to that this package is not authentic. However no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the distributor that it was sent to us the details for one parallel import case for one hospital in (B)(6).